Event description:
Customer states that during the biopsy procedure, after obtaining specimen, while removing the needle from the iliac crest, the actual needle disconnected from the blue handle. Doctor ended up with the handle and the actual needle stayed inside the patient's iliac crest. In order to remove the actual needle from inside the patient's iliac crest, it was necessary to use a surgical forceps.

Manufacturer narrative:
Actual physical samples were not available for complaint analysis; however a picture of the failed device was received for review. The photo showed that the metal hub of the cannula was separated from its cannula; therefore based on the photo we can confirm the reported failure mode. The reported failure was most likely due to an assembly error and a misinterpretation of the pull test during the manufacturing process which tests the junction between the cannula and the hub. Therefore as a corrective action the procedure was modified and retraining was performed to the personnel regarding this issue. The device history record (DHR) for the reported lot reviewed and no issues were found during documentation review.